Manufacturer narrative:
Concomitant medical product: 457445 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and alleged insulation clavicular crush. The rv lead was reprogrammed, capped, partially explanted and replaced. No patient complications have been reported as a result of this event.